Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device was discarded.

Event description:
It was reported that left gamma nail (long) broke. In addition review of x-rays and op-reports revealed proximal of distal screw also broken.